Event description:
Revision surgery - the pt's modular neck dissociated from the r120 stem.

Manufacturer narrative:
On (B)(4) 2012, djo surgical was notified by an agent of a product complaint that occurred on (B)(6) 2012 involving a modular porous stem. The complaint provided the following description: the modular neck dissociated from the r120 stem. The outcomes attributed to this event are hospitalization - initial or prolonged. The healthcare professional indicated a serious risk to the patient. There was no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. The device history records for the modular neck, sleeve, and femoral head were found to have met all critical dimensions and specifications set forth by their djo surgical print. A review of the product complaint report history shows three prior complaints against the modular neck: one due to the surgeon not liking the stability and decided to use another part and two for dissociation. The root cause for this product complaint is the modular neck dissociated from the stem. The root cause for the dissociation cannot be determined with confidence. Factors that can contribute to the dissociation include: aseptic loosening, patient activity, trauma, and other issues. There are no indications of a product or process issue affecting implant safety or effectiveness.